Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge remained static at 50 units. Customer's blood glucose level reached 300 mg/dl. Reportedly, the customer was able to successfully load a new cartridge onto the pump.